Event description:
While on a patient, the ventilator shut down suddenly with the vent. Inop. Alarm. When the phenomenon occurred, a staff in the hospital could not confirm what error message was shown. Settings on the ventilator were as follows: mode=simv,fi02- 0.4, rate= 20bpm, it= 1.0sec, psv= 10 peep= 12cmh20, trigger= -1.0cmh20, flow+ 20ipm.